Event description:
Customer reported a loose usb charging port where they had to wiggle the charger to establish a connection, and it did not always connect to cords. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.